Event description:
Healthcare professional (hcp) reported injecting a patient in the nasolabial folds and the frontalis with juvéderm® volbella® xc. Two months post-injection, patient began to experience "red bumps" at the injection sites. Patient was treated with antihistamines and topical steroids with minimal response. Hcp later calls the symptoms delayed onset nodules. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.